Manufacturer narrative:
(B)(4). Conclusion(s) - a conclusion code could not be chosen. The complaint was confirmed , via photo , but the root cause is unknown. The failure mode "tube kinked during use" can be confirmed with the picture attached. No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. From the picture provided it seems to be a "tube kinked during use", complaint can be confirmed; however, it is necessary to receive the device sample to perform a proper investigation, determine root cause & implement corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.

Event description:
The customer alleges that the patient couldn't breathe well and noticed that the tube was kinked. No patient injury or harm reported.